Manufacturer narrative:
Implant date: not applicable, as the iol was removed and replaced during the same procedure. Explant date: not applicable, as the iol was removed and replaced during the same procedure. Device evaluated by MFR: the device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded intraocular lens (iol) was not loading correctly during preparation of the lens. The pre-loaded iol was then manually loaded and implanted in the patient's operative eye. The lens was explanted due to a bend in the lens and another lens was inserted. Doctor felt the lens was damaged from the start. Through follow-up, additional information was received stating the injector caused a scratch in the optic of iol. The pre-loaded iol was removed and replaced with another lens with the same model and diopter size that was implanted into the patient¿s ocular sinister (left eye) during the same procedure. There was no patient injury, no medical intervention, and no surgical intervention. It was reported the patient is doing great post-operatively. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d9: device available for evaluation: yes. Section d9: date returned to manufacturer: 18-aug-2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and stuck to the handpiece tray. The lens was removed from the tray and cleaned, revealing no issues with the lens. Visual inspection of the handpiece revealed that it was received with the plunger rod fully advanced. Inspection of the external assembly revealed that there were no issues that could contribute to advancement issues. Complaint issue of dc-cosmetic issues and dc-device advancement issue could not be confirmed therefore could to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.